Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 3.14 had failed to open. A field service engineer (fse) checked the cables and connections and attempted to release the mini drawer using the release mechanism; however, it was found to be stuck. The fse manually released the mini drawer and replaced the mini controller. Verified functionality in test application and had the customer to recover and access drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full heigh drawer was failed to open, required maintenance and unable to recover. Customer used keys and confirmed nothing was stuck, attempted to reboot the pyxis, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.